Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the not tortuous and not calcified vessel. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation, however during the first inflation at 10 atmospheres the balloon ruptured. The balloon was removed and completed the procedure with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a mustang device batch #31046662, 14atm was received for analysis. Balloon/markerbands visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 55mm in length and extended from a position 6mm proximal of the proximal markerband to 9mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.